Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a decrease in voltage from 3.03 volts to 2.66 volts within two months. The charge time had also increased from 8.2 seconds to 10 seconds. All lead measurements are within acceptable, normal ranges. There was concern of premature battery depletion. A technical services (ts) evaluated the data and determined that this device was functioning normally and recommended further monitoring. No adverse patient effects reported. Three years later, this device was returned without further allegation from the field. Initial analysis revealed this device did not meet longevity expectations.